Event description:
It was reported by service report that the bed left load wheel was sitting at an angle and would not rotate freely. It is unk if there was pt involvement, however, no adverse consequences are reported.